Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 38.8-40.3cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 10.2-10.6cm from the distal tip. The etfe coating was intact at this location. (B)(6). (B)(4).